Event description:
Procedure: unk. According to the reporter: the needle broke in half during a laparoscopic procedure. One half was taken out and the other half was stuck in tissue. This is a very small suture needle. The physician does not anticipate any long term complications. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.